Manufacturer narrative:
Product event summary: analysis could not confirm the reported issue. It was found that the epg had three contaminated case screws.

Event description:
It was reported that the external pulse generator (epg) was failing the "refractory period" test. The epg has been returned for repair. No patient complications have been reported as a result of this event.